Manufacturer narrative:
(B)(4). Investigation: a review of the instructions for use (IFU), quality control (qc), functional testing and a visual inspection of the complaint device was conducted for the purpose of this investigation. A visual examination did not display any tears within the silicone catheter; however, functional testing confirmed there was a leak distal to the triangle of the lcvc line. All lumens are pressure tested at inspection. The surface of the tubing is inspected to check that the surface is clean and free of imperfections during production. The finished device is inspected to ensure that there are no voids and/or cracks in the tubing. The root cause has been determined to be related to product use. It is likely that there was a procedural and/or environmental perforation while in use, thus causing a small tear in the device which the saline leaked through during the procedure. The appropriate personnel have been notified. We will continue to monitor for similar complaints.

Event description:
When accessing the patient's line to administer medications it was noticed that the saline squirted out of the yellow hub hole above the triangle of the lcvc line. A new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When accessing the patient's line to administer medications it was noticed that the saline squirted out of the yellow hub hole above the triangle of the lcvc line. A new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence